Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) iabp indicated "rapid gas loss", and after changing the iabp, the alarm no longer occurred- the balloon catheter was ok. The circumstance of the event is unknown; however, no patient adverse event was reported.

Manufacturer narrative:
The serial number of the iabp unit has not been provided to us. However, we are seeking additional information, and if received, we will submit a supplemental report. (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) iabp indicated "rapid gas loss", and after changing the iabp, the alarm no longer occurred- the balloon catheter was ok. The circumstance of the event is unknown; however, no patient adverse event was reported.